Event description:
A home pt called in to baxter's tech service center and reported a check supply lines alarm during the refilling of the heater for the last fill this morning using the homechoice (hc) sytem. The home pt stated last night he ended therapy early. In fill 1, the home pt restarted therapy using the same set-up and completed a second priming with the catheter and pt line open. Baxter's technical service rep advised the home pt that he should not have restarted with same set-up last night and he should not have been connected during priming with the catheter and pt line open. Baxter's tech service rep advised the home patient to call the nurse. No pt injury or medical intervention reported at the time of the incident.